Manufacturer narrative:
The customer's complaint was not replicated during in-house testing of retained devices of lot number t13705rn. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. Lot performed within specification. Manufacturing batch records for lot t13705rn were reviewed and found that the lot met final release specifications; however, the lot is associated with an ongoing recall related to the potential for negatively biased troponin results on triage cardiac panel.

Event description:
Event occurred in bahrain. On (B)(6)2023, a 45-year-old male visited customer site due to an ECG variation and reported chest pain. Patient was tested with the triage cardiac device which yielded a positive ck-mb and myo, but a negative tni. The same sample was then tested on a biomerieux vidas which yielded a positive tni result patient also tested an hour later where the triage yielded a negative tni result, and the biomerieux vidas yielded a positive tni result. Patient was moved to the hospital for further treatment where he was also positive for elevated tni. Patient was admitted for one week. Patient is now stable and has been discharged from the hospital. Customer stated that there was a delay. After they ran the cardiac panel test with triage, they had to again collect sample and send it to lab for confirmation which increased the turnaround time. Customer also stated that the patient had an attack.